Event description:
It was reported that a clear link extension set leaked from the location of the filter on the white side through the clear flat side. The device was infusing total parenteral nutrition at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Medwatch was also submitted by the user facility (B)(4). Should additional relevant information become available, a supplemental report will be submitted.